Event description:
It was reported the bed rail no longer go up or down. The patient allegedl fell out of bed as a result. The patient sustained an injury to his femur. The patient underwent surgery to treat his leg injury. No further patient complications were reported as a result of this event.